Event description:
Problem: potential difficulty in unlocking drawers. The medisco med sys bulletin should be brought to the attention of all who need to be aware of it. Users of medisco resuscitation trolleys should ensure that trolleys mfg before june 1991 are modified in accordance with the medisco bulletin. In addition, the affected trolleys should be included in the local planned preventative maintenance procedures, with the catch inspected at regular intervals. Medisco med sys has provided instructions for reinforcing the locking mechanism of medisco resuscitation trolleys mfg before june 1991. Pre june 1991 trolleys have a drawer locking mechanism which interacts with a location bracket which is spot welded to the back of the trolley lower flap. When the lower flap is opened and pushed back into the trolley, the location bracket unlocks the draw mechanism. Failure of the spot welds results in detachment of the bracket and the drawer cannot be unlocked. Medisco recommend that the reinforcement procedure outlined in the attached medisco bulletin can be carried out by hosp maintenance depts and will eliminate the possibility of failure of the spot welds which secure the location bracket. Affected trolleys can be identified by visual inspection: the lower flap of the trolley should be opened. If the trolley is affected, a "z" shaped location bracket will be visible on the back of the flap (on the lower side of the opened flap). If the location bracket is not visible and the drawer locking mechanism is functioning normally, the product is not affected by this notice. Trolleys mfg after june 1991, carry a six digit serial number which sequentially gives the yr, mo and batch number. Trolleys with serial numbers from the first batch of june 1991 onwards are not affected by this notice. Trolleys not carrying a serial number as described (ie a six digit format), or not carrying any serial number must be identified by visual inspection.